Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopy with lymph node dissection procedure, during the mediastinal lymph node dissection, there was an issue with firing the clip. The surgeon was able to squeeze the handle but the jaw will not close for the two clip appliers. A third clip applier was used to complete the procedure. There was no patient injury.